Event description:
Customer stated that the meter went dead batteries were replaced and then the meter would not go off until the batteries were removed. While the meter was on, the display was dim. A review of the system was conducted over the phone this review indicated that the meter was missing segments from the hundreds position of the display. The customer was asked to return the meter for further evaluation and a replacement was provided.